Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. Analysis of similar devices indicated that the root cause of this event is a memory error in the implantable neurostimulator. The pt continues to receive therapy, however, they cannot use their pt programmer. The pt can turn stimulation on and off with the recharger. The neurostimulator can be programmed with the physician programmer. There is no loss of therapy when this issue occurs. There is no risk to the pt, but the pt does need to visit their hcp to interrogate the device and resolve the problem.

Event description:
The pt was unable to adjust stimulation when she tried to use the pt programmer. The programmer displayed the 'implantable neurostimulator in the box' icon. The pt was able to feel stimulation, but unable to adjust stimulation up or down. The recharger communicated with the implantable neurostimulator; the pt was able to turn the neurostimulator on and off with the recharger. The pt was able to recharge the device completely with the recharger. The pt had 2 pt programmers. Both displayed the same in of box icon. The pt was seen by a field representative. The physician programmer displayed the normal screens. The field rep was able to navigate normally without error codes or warning screens. After exiting programming with the physician programmer the pt programmer was able to synchronize with the implantable neurostimulator. The 'in the box' icon was not longer there. The file interrogation card was sent to technical service engineer for further analysis of the problem. About 2 months later the icon recurred. The device was recharged previous. The neurostimulator was using half as long as before. The icon recurred several months after this incident as well.